Manufacturer narrative:
No reports of a device malfunction have been rec'd to date. A lot file review was performed on lot z701. The lot was manufactured in 01/2011, expiration date 01/01/16. Lot z701 met qa released requirements. (B)(4).

Event description:
On (B)(6) 2011, therakos rec'd a report of a pt who experienced a fever during an ecp procedure on a therakos xts instrument. The pt's temperature was 38.2 c at beginning of the return phase during 2nd cycle. Treatment wsa stopped and clinicians examined the pt. After 30 minutes, pt had no fever and treatment was resumed. The physician administered antibiotics.